Manufacturer narrative:
Results: photo shows a tube that has had the stopper assembled incorrectly. The investigation confirms the shield assembly was improperly placed on the tube in a sideways orientation. This can occur if the shield assembly enters the stopper and evacuation operation with that orientation or if an operator placed a missing assembly incorrectly to fill and empty space in the tray prior to evacuation. When the tray enters the evacuation unit the assembly is forced onto the tube and may cause it to remain affixed through the rest of the process. More often, the assembly falls off during transfer to the labeling process. In this case it appears that the assembly was firmly attached allowing it to proceed through the remaining manufacturing processes. Conclusion: there were no related quality notifications. All process and final inspections comply with specification requirements. Without a sample, an absolute root cause for this incident cannot be determined. UDI #: (B)(4).

Event description:
It was reported that stopper came off and the inner stopper was sideways on a 13x100 mm 5.0 ml bd vacutainer® plastic ppt molecular diagnostics tube. No injury or medical intervention.